Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level 404 mg/dl and 505 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted to their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The device will be returned for analysis.